Event description:
Event desc: guide wire broke during stenting of pseudocyst. Physician is not sure if the cauterization unit caused the breakage of the guide wire or not. Pt continued to have pain after procedure. X-rays were taken and guide wire segments were found in the pseudocyst. Pt was taken to surgery to remove segments. Pt is recovering well. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Eval: still under investigation.